Manufacturer narrative:
PMA/510(k)#: k011369, k122558. (B)(4). Investigation summary: the customer issued a complaint for damaged device detected by end user. Neither sample nor photo was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history records review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aqls) and were manufactured and released according to applicable procedures and specifications. Investigation conclusion: no evidence (sample, photo, or analysis report) was provided therefore no conclusion could be made to confirm the reported condition. The complaint is recorded for trending purposes. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customers sphere of influence. Best practices and guidelines were collected and summarized in stan-010.

Event description:
It was reported that ultrasafe x100l png clear nvs stein was broken. The following information was provided by the initial reporter: broken syringe guard.